Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
Customer reported the v60 unit switched on, comes up with the error code message of data acquisition (da) pcba adc failed and then it stops working. Reportedly, when customer turn the unit off again and turn it again it starts to alarm again. Customer reported that although the unit was in clinical use it was not attached to a patient at the time the reported issue was discovered.